Event description:
It was reported that a patient was sedated and ventilated mechanically due to a respiratory failure. The ventilator then started delivering 50 breaths per minute. When the mode was changed the frequency dropped to 12 -15 breaths per minute. The patient was removed and placed on an alternate ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).